Manufacturer narrative:
At this time no conclusion can be made. As reported the cause of the patient's symptoms have not been determined. The patient was examined by several doctors. At this time, there is no identification that the 3dmax mesh implants are causing the patient's symptoms. Note the date of implant is estimated as the actual date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. This emdr is associated to the left sided repair, an additional emdr was submitted with information associated to the right sided repair. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in 2013 the patient underwent bilateral inguinal hernia repair and was implanted with one large right and one large left 3dmax mesh. The patient reports experiencing chronic uti's, constipation, and pain since the implant of the mesh. As reported the patient has been evaluated by several urologists who are unable to determine the cause of his symptoms. The patient is unable to follow up with the implanting surgeon as he has since retired. The patient is seeking a new surgeon, as he would like to have the mesh removed.

Event description:
It was reported that in 2013 the patient underwent bilateral inguinal hernia repair and was implanted with one large right and one large left 3dmax mesh. The patient reports experiencing chronic uti's, constipation, and pain since the implant of the mesh. As reported the patient has been evaluated by several urologists who are unable to determine the cause of his symptoms. The patient is unable to follow up with the implanting surgeon as he has since retired. The patient is seeking a new surgeon, as he would like to have the mesh removed. Per contact communicated, "I have been thoroughly evaluated by a gastroenterologist and a urologist and both have confirmed that none of the my health concerns are related to the hernia mesh in any way. I would like to retract any complaints I have made to bard about the mesh."

Manufacturer narrative:
This is an addendum to the initial emdr to document information provided stating that the patient has been evaluated by a gastroenterologist and a urologist who have confirmed that none of his health concerns are related to the hernia mesh in any way. Therefore, it has been determined that the patient's condition is not associated to the bard implants used to treat the patient's hernias. This emdr is associated to the left sided repair, an additional emdr was submitted with information associated to the right sided repair.